Manufacturer narrative:
The customer¿s reported problem was confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: (B)(6) had a pcu8015 would not charge the battery, even the pcu was plugged in all day and ac light was on. (B)(6) could not provide the serial number of the pcu because he did not have it with him. He just had a general question why the unit show low battery. Case resolution: I recommended (B)(6) to perform battery condition to see if it was a defective battery. (B)(6) will perform battery conditioning and replace battery as needed.